Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: the customer provided one sample for investigations. It came in a plastic bag together with an IV set. They have been used and are contaminated. The syringe had the luer tip broken off. The IV set connection has the syringe luer tip. Six photos were provided, and they show the sample received. A potential root cause of the tip breakage can be attributed when an excess of torque is applied while connecting the syringe to the IV set. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9176702 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch #. Root cause description: a potential root cause of the tip breakage can be attributed when an excess of torque is applied while connecting the syringe to the IV set. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that a syr 10ml pump compatible saline 10ml fil tip broke. The following information was provided by the initial reporter: "it was reported that tip of syringe broke off. Issue: just want to inform you that inspection of the as-received samples (received in a plastic bag marked as "b19") observed an unexpected material lodged within the set's female luer which was identified as the syringe's broken off tip . No issues were observed with the set. Further visual inspection of the syringe (bd 10ml syringe 0.9% sodium chloride injection usp ref 306547 lot 9176702 exp 2022-06-30. Barrel flange mold number n-97 and cavity 39) observed no other issue. The broken off syringe tip was unable to be removed. No testing was able to be performed. "